Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of three involving an osvii lp three piece shunt system (B)(4) [same user facility, different pts]. It was reported that the osvii shunt had to be revised due to the product "not working correctly". It was reported that overdrainage was one of the problems. Add'l info has been requested.